Event description:
As reported: "the patient had a strong femoral anteversion, and the nail tip contacted the intramedullary posterior cortex, causing insertion difficulty. The surgeon tapped the nail into the bone. The nail likely deflected and the drill interfered with the nail during distal drilling. The drill went through the nail but the tip broke off in the bone."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Please note correction to h6 component code.

Event description:
As reported: "the patient had a strong femoral anteversion, and the nail tip contacted the intramedullary posterior cortex, causing insertion difficulty. The surgeon tapped the nail into the bone. The nail likely deflected and the drill interfered with the nail during distal drilling. The drill went through the nail but the tip broke off in the bone."